Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The physician reported that the wire would not go through the dilator. No part of the device was left in the patient's body, and there were no injuries or additional medical intervention.